Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the left knee. Patient called stating she had bilateral knee replacements done. She reported pain, swelling, difficulty walking and discomfort. Patient would like to know if her implants are part of a recall.